Event description:
The plaintiff's attorney alleged that the patient expired from heart failure on the day of dialysis. This event was allegedly caused by the product which was administered to the patient for dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A follow-up report will be submitted upon receipt of any additional information.